Event description:
Medtronic received a report that a pipeline failed to open and was damaged distally. The patient was undergoing surgery for treatment of multiple unruptured, saccular aneurysms in the c5-c6 segments of the left internal carotid artery with a max diameter of 6mm and a 4mm neck diameter. The landing zone was 4.2mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered and the pru (platelet reactivity unit) level met the standard. The angiographic result post procedure showed contrast retention in the aneurysm. It was reported that for the multiple aneurysms in the c5-c6 segments, flow diverter stent treatment was performed. A ped shield 4.75-18 was delivered to the straight m1 segment. After the microcatheter was stabilized, the guidewire was advanced slowly. When approximately 10 mm of the distal end of the stent had been unsheathed, the distal end failed to open and the stent appeared rod-like in configuration. The stent was then pulled back further. When it reached the mid-m1 segment, the distal end showed a y-shaped configuration. The stent was withdrawn to the terminal internal carotid artery, but the distal end still failed to open. Distal-end damage to the stent was suspected, so the device was replaced with a new ped shield 4.5-25. The procedure was then completed successfully. After the 4.75-18 stent was retrieved and examined outside the body, damage to the distal end of the stent was confirmed. The pipel ine was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include genesis medtech gmax long sheath, intermediate catheter navien 5-f115, and stryker xt-27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.